Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on the morning of (B)(6) at 1100hrs we started a left total knee at the (B)(6) surgery center. The instrument sets used for the case were loaner pans supplied from our (B)(6) office. The surgery started shortly after 1100hrs. Distal femoral cut was made without issue and the femur was sized at a size 6. The cutting block size 6 was affixed to the distal femur using two smooth pins going through the center holes on the superior portion of the cutting block and two threaded/headed pins on either side of the block. When the surgeon attempted to attach the modular posterior capture guide to the 6 cutting block, she noticed that the modular posterior capture guide was not locking onto the 6 cutting block. Upon further inspection, the modular posterior capture guide was missing the lip that locks it onto the 6 cutting block. The modular posterior capture guide was not broken during our case. The surgeon and her assistant proceeded this the case, using the modular posterior capture guide but holding it in place with surgery center owned instrument. The case proceeded without incident or harm to the patient. I want to make this very clear, the modular posterior capture guide 6-8 that was sent out from the office to the surgery center was broken prior to the (B)(6) surgery center receiving and processing this instrument pan prior to the surgical case I covered. Therefore, nothing broke off the guide into my patient. If other, describe: the piece in question was broken prior to the case, patient status/ outcome / consequences: no.